Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 3.00 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage along the mid-section with struts in a lifted state. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25sep2019. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 3.00x28mm promus element plus drug-eluting stent was advanced but failed to cross. The procedure was completed with a 3x30 non-bsc stent. No patient complications were reported and the patient stable. However, returned device analysis revealed stent damage.